Event description:
Stent became dislodged in sheath, not crimped on fully; tight through the sheath.manufacturer response for icast stent, I cast (per site reporter).======================rep reported incident at time it happened; product complaint #.